Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the da-mc cable.